Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the heavily calcified anatomy resulted in the reported entrapment. An unknown balloon dilatation catheter was advanced and inflated to break off the tip of the guide wire resulting in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, chronic totally occluded, and heavily calcified lesion in the mid left circumflex artery. The patient was hospitalized for chest pain. An electrocardiogram showed a myocardial infarction. A 014 ht versaturn guide wire was advanced to the lesion; however, resistance removing the guide wire was felt with the anatomy and slight force was applied. The tip of the guide wire became stuck due to the heavy calcification and an unknown balloon dilatation catheter was advanced and inflated to break off the tip of the guide wire. An unspecified stent was implanted to embed the separated tip against an already implanted stent. There was no clinically significant delay in the procedure. No additional information was provided.